Event description:
It was reported that the probe is damaged. On 16 april 2025, during evaluation at bd service facility, it was found the probe had element failures, leading to a dark line in the ultrasound image.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device was returned to the service facility for evaluation. During evaluation, the reported issue of damaged probe was confirmed. The probe assessment test displayed 2 red ¿x¿s¿ indicating transducer element failure. The probe image has dark sections on the left side. The reported issue root cause is due to an internal failure of the probe.